Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (serial) and e3. Corrected information was provided in e section (initial reporter). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 86-year-old man had undergone treatment for amics with impella cp support. Bleeding was reported from all vascular access sites and patient showed internal hematomas from previous fall. The family history of facot v deficiency was suspected as the primary reason.